Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There was dried fluid on the safety clamp. There were no visual indication of particulates within the cassette compartment. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. No fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a system air leak test, valve actuation test, and patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and found that the disinfection form marked "fluid present on pump" by failure analysis on 03/09/2021. The mushroom head check passed on 03/09/2021. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. There was fluid found within the pump module area and outside of the cassette. The patient reported receiving an air detected in cassette alarm during drain 4 of 5 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was feeling full and said the stomach was hurting and performed a manual drain. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn confirmed the reported fluid leak event occurred inside the cycler door and outside of the cassette but no leaks were found on the solution bag. The pdrn stated that the patient did not develop any adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn was unaware of the patient feeling full with pain and that the recent communication with the patient indicated the symptoms subsided on their own. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, however could not confirm if the patient was able to complete peritoneal dialysis treatment. The pdrn confirmed that the patient has received the replacement cycler and is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The pdrn could confirmed the old cycler has been picked up and returned.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. There was fluid found within the pump module area and outside of the cassette. The patient reported receiving an air detected in cassette alarm during drain 4 of 5 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was feeling full and said the stomach was hurting and performed a manual drain. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn confirmed the reported fluid leak event occurred inside the cycler door and outside of the cassette but no leaks were found on the solution bag. The pdrn stated that the patient did not develop any adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn was unaware of the patient feeling full with pain and that the recent communication with the patient indicated the symptoms subsided on their own. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, however could not confirm if the patient was able to complete peritoneal dialysis treatment. The pdrn confirmed that the patient has received the replacement cycler and is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The pdrn confirmed the old cycler has been picked up and returned.